Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 5 fr powerpicc provena catheter was returned for evaluation. An initial visual observation revealed the catheter appeared to have been trimmed distal to the 26cm depth mark and biological residue was observed. A functional test of flushing all catheter lumens with water using a 12ml syringe was performed. A leak was observed from the extension tubing distal to the white luer hub. A microscopic observation revealed a circumferentially aligned split where the leak was found. The edges of the split appeared to be rounded, and the fracture surface was somewhat rough. Repetitive kinking of the extension tubing appears to have contributed to the observed damage; however, the specific circumstances surrounding how the fracture developed in the tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the triple lumen PICC had a leak at hub. No patient harm. Access had to be replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.